Manufacturer narrative:
The gtrs-200-rb device, sold in (B)(6) is not a cook inc. Device, but a william cook (B)(4) device and therefore, will be handled by william cook (B)(4). No further follow ups will be sent.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip vena cava filter retrieval set was used for removal of cook celect platinum filter. It was reported that, the locking device at the end of the snare wire was coming undone and came off of the snare wire. It was further reported by the physician, that the snare wire was almost lost in the device a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The second event for this device was reported under mw 1820334-2017-02758. The report states, the twisting motion of the snare was causing the luerlock valve, which connects the black sheath and blue sheath, to come apart. Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications, and trends, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, a review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.